Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the snare failed to transmit current to the lesion located in the bile duct. The physician used another sensation snare to complete the procedure. There were no complications as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found kinks along the catheter and the tip was damaged. The shape of the loop was observed to be irregular, and residues were left on it. Electrical resistance testing was performed and found the device within manufacturing specifications. The complaint that the snare could not transmit current was not confirmed. The device did not show any evidence of the alleged issue, nor did it show any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, the snare failed to transmit current to the lesion located in the bile duct. The physician used another sensation snare to complete the procedure. There were no complications as a result of this event. The patient's condition was reported to be stable following the procedure.